Event description:
It was reported that when the patient presented in clinic for follow-up, the capture threshold was high. X-ray revealed dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.